Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot qualification records were reviewed, as they product lot number was not provided.

Event description:
The customer's doctor called to report that the customer was in the hospital due to "a diabetes-related incident and dehydration." No further information is available. The doctor disconnected the call after being instructed on how to activate a new pod.